Manufacturer narrative:
Device analysis has indicated device failure. Device analysis report attached. This report is submitted on january 6, 2023.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022 and the patient was reimplanted with another cochlear device on (B)(6) 2022. This report is submitted on september 09, 2022.

Manufacturer narrative:
This report is submitted on october 07, 2021.

Event description:
Per the clinic, the patient experienced intermittent connection to the internal device. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.